Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The photos provided show the complaint device with the detached portion of coating beside it. The coating damage is visible. Our laboratory evaluation of the product said to be involved confirmed the report. This wire guide was returned partially reinserted into the racetrack with a segment of coating free within the pouch. There is wire guide coating damage near the distal end. A section of the coating has split and detached exposing the core wire approximately 17.2cm to 78.3cm from the distal end. The returned detached portion measured 9.5cm accounting for distal coating 17.2cm to 26.7cm. The remaining detached proximal coating, measuring approximately 51.6cm was not included in the return. A shallow cut in the coating continuing from the split and a split running along the detached segment was observed under magnification, evidence of potential scoring damage contributing to the failure. Kinks were noted in the wire guide 7.0cm and 172.3cm from the distal tip. Photos were exchanged with production leadership and manufacturing engineering on (B)(6) 2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator has previously been completed since the manufacturing of this device. The detached proximal segment was not included in the return which prohibited a complete evaluation. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician detected that the coating of the wire guide peeled off under endoscopic view during device exchange at hilar region (coating damage), the physician retracted the wire guide immediately (loss of wire guide access) and changed to a new wire guide to complete the exchange. Pictures of the device were provided which show a detached portion of the coating beside it. Per our evaluation of the device, it was noted that a segment of coating has detached extending from the distal coating into the proximal coating and the remaining detached proximal coating, measuring approximately 51.6cm was not included in the return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.